Event description:
New information reported that programming changes were made on 5/22/2019 to resolve the post-paced t-wave oversensing. The patient was doing well before and after the programming.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic. Interrogation revealed several episodes of oversensing, with occasional t-wave oversensing. No intervention was performed. The patient will continue to be monitored.